Event description:
Caller reported a malfunction on the pump with a recurring malfunction code, leading to a need for a pump replacement. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, but the malfunction code recurred, prompting cts to send a replacement pump. The customer will use mdi as a backup therapy and receive a pump with updated software, along with instructions for managing the new pump and returning the problematic one.